Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA. G4: dmf# - (b)(40 trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements.

Event description:
It was reported that smartset ghv gentamicin 40g had compromised sterility due to a breach in the integrity of the seal on the inner packaging, resulting in bone cement powder leakage. The event occurred intra-operatively, and another device was used to complete the surgery. There were no adverse consequences or patient involvement reported.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: inner packing damaged. It was reported that during the surgery, the seal of the bone cement powder package was not completely sealed, and the powder inside leaked out (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to depuy synthes; however, a photo was provided for review. (B)(4). The photo investigation revealed that the powder component exhibited a burst seal, with evidence of powder ingress through the compromised seal. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr was raised to investigate current complaint condition.